Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to include information omitted from follow-up #1. Eval code - method should have had code '' documented. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra mini meter continued to display an apply sample message instead of providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started on (B)(6) 2016. The patient manages their diabetes with oral medications, diet and/or exercise and denied that they made any change to their usual diabetes management routine as a result of the alleged product issue. The patient detailed that a few hours after the alleged issue began she developed the symptoms of "thirst, shakiness, blurred vision and general discomfort". The patient denied receiving any treatment and no medical intervention was reported. At the time of troubleshooting the csr noted that this was not the first time the product was in use, the correct test strips were being used and the correct testing steps were carried out. The csr was unable to walk the patient through a retest as she did not have the product at hand. Therefore the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.